Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram images were obtained by vsi/teleflex revealing a centrally positioned access site. Dissection proximal to radiopaque lock. The covered stent is positioned over the radiopaque lock. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 88-year-old male patient presented in the or for a tavr procedure. A single-stick micro puncture was utilized to gain central-positioned access. The arteriotomy was 7.5mm x 8mm, clear of calcification and tortuosity, with a measured deployment depth of 2.5cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath. Following the tavr procedure, the 18f manta was deployed to the measured depth, for closure in the right common femoral artery. Following deployment, steady pulsatile flow was present at the access site; manual pressure was held for ten minutes. Light oozing continued, no hematoma was noted, and a covered stent was deployed to address the bleeding. The time to hemostasis was greater than ten minutes. The patient outcome was fine and remained stable post-stent placement. The suspected root cause of the extended hemostasis requiring a covered stent may be potentially due to a dissection proximal to the access site. A dissection present at the access site may cause the manta anchor to not catch the artery wall as designed, creating a non-optimal seal which clinically may present as bleeding or extravasation. Dissections are a common large-bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. Additionally, the suspected root cause of the extended hemostasis requiring a covered stent may also be potentially due to user error in not utilizing guided ultrasound for access. Per procedural requirements as indicated in the manta instructions for use pre-procedure cta is recommended to assess femoral artery anatomy and arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk precautions in the IFU indicate if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma and late arterial bleeding.

Event description:
It was reported that: upon deployment of the manta device to the right femoral artery, once tension was released post deployment, a steady pulsatile flow noted at groin site by physicians. Manual pressure applied for 10 minutes. Only light ooze present at access site, with no hematoma noted. Physicians decided to intervene and place a covered stent to right common femoral artery. Additional information was received on 27jul2023: during tavr with a 14f procedure sheath, single micro-introducer puncture access was obtained in the center of the vessel of the rcfa. It was reported that the vessel size measured 7.5mmx8mm and had no calcification with no reported tortuosity. The manta measured depth was 2.5 + 1. There were no reported issues with advancing or withdrawing procedure sheaths during the case. Prior manta deployment the act was 167. Protamine and heparin were administered intravenously. The manta was deployed at the measured deployment depth. Time to hemostasis was greater than minutes. A 10mmx5cm covered stent was delivered. Patient's current condition is reported as fine.

Manufacturer narrative:
(B)(4) an investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that: upon deployment of the manta device to the right femoral artery, once tension was released post deployment, a steady pulsatile flow noted at groin site by physicians. Manual pressure applied for 10 minutes. Only light ooze present at access site, with no hematoma noted. Physicians decided to intervene and place a covered stent to right common femoral artery. Additional information was received on (B)(6) 2023: during tavr with a 14f procedure sheath, single micro-introducer puncture access was obtained in the center of the vessel of the rcfa. It was reported that the vessel size measured 7.5mmx8mm and had no calcification with no reported tortuosity. The manta measured depth was 2.5 + 1. There were no reported issues with advancing or withdrawing procedure sheaths during the case. Prior manta deployment the act was 167. Protamine and heparin were administered intravenously. The manta was deployed at the measured deployment depth. Time to hemostasis was greater than minutes. A 10mmx5cm covered stent was delivered. Patient's current condition is reported as fine.